Event description:
The customer reported that she was hospitalized due to low blood pressure and diabetic ketoacidosis, with a blood glucose reading of 595 mg/dl. The customer was unable to walk, and called the paramedics. Prior to the event, the insulin pump had a low battery alarm. The customer removed the battery and went to the store to buy a new battery. When she came back, she inserted the battery, but the insulin pump lost all its settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.